Event description:
It was reported that three exams had the same patient details even though these exams were done for different patients. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The xscribe is a pc-based diagnostic tool intended to acquire, process, and store ECG data of patients undergoing stress exercise testing. The software records ECG, heart rate, and st data, and creates summary tables, trends, and a final report regarding a variety of cardiac data indices. The cardiac data provided by xscribe is reviewed, confirmed, and used by trained medical personnel to assist in the diagnosis of the electrocardiographic data reflecting the patient's physiological condition during stress exercise testing. The device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The device may interface with equipment for pulmonary function testing and other devices, including a treadmill or ergometer for dynamic exercise evaluation, as well as non-invasive blood pressure equipment, functional arterial oxygen saturation (spo2) equipment, and computer communications equipment. The device is not intended to be used as a vital signs physiological monitor. The customer declined to return the device for analysis therefore a root cause into the reported event could not be determined. Although the reported event did not result in a serious injury or death, the report of a patient demographics mismatch in ECG tests could lead to a misdiagnosis or mistreatment, if it were to recur. Therefore, hillrom considers this complaint reportable.